Event description:
It was reported that the patient experienced a low blood glucose event with a reported value of 40 mg/dl, after which oral glucose in the form of juice was taken and subsequent measurements were 93 mg/dl on the device and 138 mg/dl by fingerstick. Symptoms included signs consistent with hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate intake. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.